Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The following day, the patient continued to have chest pain overnight and developed arrhythmias, going in and out of normal sinus rhythm. The patient went into second and third degree blocks. Nitroglycerin was started for the chest pain and a temporary pacer was placed. The patient continued on support and three days later ejection fraction was noted to have recovered from 17% on admission to 48%. Neurological status was intact. The next day, the patient was successfully weaned and the device was explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.